Event description:
During treatment for a 12 mm slow ruptured aneurysm the physician could only get the last coil 1/4 of the way inside the aneurysm when the coil met resistance. The physician pushed hard on the coil which caused it to kink inside the microcatheter. The physician then went to remove the coil and pulled back then the coil detached. The physician retrieved the coil successfully with suction using a 60 cc syringe. No adverse events occurred. The patient woke up and was fine.

Manufacturer narrative:
Device investigation: results code: the pet lock at the proximal end of the pusher is intact. The distal detachment tip (ddt) is in place and the constraint ball is in the ddt. These observations are consistent with an undetached coil. However, the coil is detached and the stretch resistant wire is broken. The unintentional detachment noted in the complaint is confirmed. The cause of the detachment is the breakage of the coil sr wire. The complaint narrative describes kinking the coil inside the micro catheter during use followed by the unintentional detachment. If the kinked coil was jammed inside the catheter, then when withdraw of the coil was attempted, excessive tensile force may have been required to remove the coil, exceeding the tensile strength of the sr and causing the break. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.